Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received calibration error alarms and change sensor alarm. The customer's blood glucose was 79 mg/dl and sensor glucose was 40 mg/dl at the time of incident when it triggered the threshold suspend feature. The customer stated that they turned off the feature. The customer stated that a bad sensor alert occurred after 2nd consecutive calibration error alarms. The customer was advised to change out the sensor. The sensor will not be returned for analysis.